Event description:
It was initially reported that motor stall occurred and confirmed in the event logs. The motor stall was due to patient having magnetic resonance imaging (MRI). The MRI was done around noon on (B)(6) 2013, and the pump was interrogated at 6pm. No motor stall recovery was noted then. The patient was in the hospital for unknown reason and the patient was "not doing great." It was later reported that the patient's legs were hurting. The motor stall recovered around 6:20 pm on (B)(6) 2013. The pump was being used to deliver hydromorphone and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).